Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the implantable cardiac monitor (icm) exhibited diagnostic anomaly. The icm was implanted successfully. The patient was stable.

Manufacturer narrative:
The reported event of the telemetry loss was confirmed. Based on the information provided, it was noted that after the third telemetry break, the programmer was unable to reconnect to the device. The reason for the telemetry break was unable to be determined.